Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The min/max rv pace impedance measurement was initially 824/880 ohms and began to increase the week ending (B) (6) 2009. The last min/max value was 1376/1408 ohms.

Event description:
It was reported that the save to disk data from the device showed a slow increase and spikes in impedance. The lead is still in use. No patient complications have been reported as a result of this event.